Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient was at home and experienced stomach pain, headache, nausea, troubles breathing and chest pain. The cgm was reading 120 mg/dl and the blood glucose reading was 400 mg/dl. The parent took the patient to the emergency room, there they took another bg reading which was over 700 mg/dl and the cgm reading was 230 mg/dl. The personal at the hospital removed the sensor and treated the patient with IV insulin, IV fluids and anti-nausea medication. They performed a urology test and also a neurology test to check if he had swelling of the brain; there is no documentation about the results. The patient was discharged the next day on the (B)(6) 2023 and the bg was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.